Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2021 where two screw type implants were installed on each side. The patient had si joint pain relief following the initial procedure, but later complained of left side radicular pain. The surgeon determined that the left side inferior positioned implant was impinging on the neuroforamen causing radicular pain. Two weeks after the initial procedure, the surgeon performed a revision procedure where the left side inferior positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.